Manufacturer narrative:
After performing the upgrade, no error message was indicated and the instrument performed within specification. At a later date, the field service engineer determined that a system file (.ini) was not reinstalled per service procedures. If the system is connected to an external navigation system, the correct .ini file is relevant as it contains calibration data which is used to calculate the working distance that can be used by navigation systems. The effect of the incorrect .ini file is still under investigation in order to determine if the incorrect .ini file would result in a calibration error that could significantly affect the navigation function. The user manual instructs those who use their system with a connected and authenticated navigation system to verify the function and accuracy of the navigation system before every surgery. No error was reported by the user.

Event description:
There has been no report of a patient injury. An opmi pentero surgical microscope was upgraded and determined to be within specification. At a later date, it was determined that the system did not have the correct .ini file which could affect its calibration.